Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an electric problem. The arctic sun device smells burned. Per review of wo on 24oct2025, there was no patient involvement.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's facility name: (B)(6). The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. Reported issue could not be reproduced. The arctic sun 5000 was evaluated. Reported issue could not be reproduced. (Arctic sun 5000) no error code observed. Device opened. Visual inspection performed. Various test runs carried out. Safety checks and or maintenance checks and calibration performed. The smell is gone. The device is functioning perfectly. DHR, risk, and labeling reviews are not required as the reported event is unconfirmed. No additional actions can be taken at this time. Corrections: d, e, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an electric problem. The arctic sun device smells burned. Per review of wo on 24oct2025, there was no patient involvement.